Event description:
The customer reported the unit failed the pacer test.

Manufacturer narrative:
The unit was evaluated at philips on 07/21/09. The reported pacer test failure was confirmed. Replacing the lcd keyscan pca resolved the reported issue.